Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise leading to oversensing and low impedance were observed on the right ventricular (rv) lead. The rv lead was capped and replaced in order to resolve the event. The patient was in stable condition following the procedure and there were no adverse consequences.